Event description:
The user reported an air embolism occurred during a swan ganz withdrawal; a fast-cath introducer was used during the procedure. The pt experienced severe collapsus and right ventricular heart failure.